Manufacturer narrative:
(B)(4). Visual examination of the returned product identified a fractured piece of the unknown drill bit retained within the drill driver. No product markings can be confirmed on fractured drill bit due to being retained within the drill driver. The step feature of the drill driver that aligns with the flat of the drill bit inside the drill bit connection end of drill driver is fractured. There and nicks and scratches to the hudson end of the drill driver. No other damage was noted during visual evaluation. The drill driver has an approximate field age of 2 years. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint can be confirmed via the returned product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, the drill bit remained stuck in the drill driver. There was no known impact or consequences to the patient. Attempts have been made, and no further information has been provided.